Manufacturer narrative:
Additional information received on 22 march 2017 and includes: the surgeon revised all medacta product as planned. The surgery was completed successfully. Batch review performed on 19 april 2017. Lot 151931: (B)(4) items manufactured and released on 25 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient fell and came in complaining of pain. The patient had a periprosthetic fracture. The surgeon planned to revise the stem and head.